Event description:
The health care provider reported receiving inaccurate readings on the customer's precision pcx blood glucose monitor. Customer received readings of 430 mg/dl compared to a lab reading of 900 mg/dl. It is unk whether the readings were done within 10 minutes. The results when plotted on a parkes error grid fell out of range. There was no report of death, serious injury or mistreatment associated with this event. It is to be noted that product labeling states that "test results maybe erroneously low if the patient is in a hyperglycemic-hyperosmolar state (with or without ketosis)."

Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.